Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was 20 mmol/l at the time of incident. The customer was able to clear the alarm and to rewind the insulin pump. The insulin pump did not pass self test. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected software error, the motor arm cannot communicate with the main arm error, or hardware low level failures error noted during testing however, the downloaded history files confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error and device hardware low level failures error is found in the downloaded history files due to broken pin on the keypad assembly.